Manufacturer narrative:
The technician found the scale was not zeroed. The technician zeroed the scale and reset the patient position module to resolve the issue.

Event description:
The account alleged patient position module will not set. No patient impact.